Manufacturer narrative:
Product event summary: the partial lead was returned in segments and was analyzed. No anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and the distal conductor was pulled/stretched/overstressed. Visual summary analysis of the lead indicated apparent explant damage and stretching. The analyst commented that the helix is stretched out of specification, no accurate measurement possible, explant damage.

Event description:
It was reported that the patient experienced multiple episodes of syncope, and the right ventricular (rv) lead exhibited high thresholds and impedances, as well as intermittent capture. The lead was explanted and replaced. The patient complained that the lead was 'disintegrating', and during the replacement procedure, the lead pin came detached from the proximal electrode. Additionally, the lead helix was found to be stretched. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.